Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy peritoneal dialysis (pd) effluent. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for eight days for the event. On an unreported date, the patient began treatment with voxin, 500mg intraperitoneally (frequency and route not reported), mefoxin (1mg, intraperitoneally), and rifadin, 600mg, orally (frequencies were not reported). On an unreported date, the patient was instructed to perform continuous ambulatory peritoneal dialysis (capd) for ¿the next fifteen days. No further information was reported regarding the outcome of the peritonitis or whether extraneal/physioneal therapies were ongoing. No additional information is available.